Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The screen is blank and there is no audio/vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following findings: the black box shows an unconfirmed "replace battery" alarm on (B)(6) 2012 at 11:54. The battery voltage at the time of the alarm was low. The unconfirmed alarm completely discharged the battery; the pump began to continuously reboot. . No damaged observed to the battery compartment. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump with no yellow o ring showing. The pump was exercised for 24 hours with test battery cap with no power issues occurring. Removal of the pump cover showed no evidence of damage to the internal components or evidence of moisture. Additionally, testing confirmed the pump has audible but no vibratory sounds. Removed the pump cover to investigate. A visible examination showed the vibrate motor pins were not making a connection with the printed circuit board. Adjusted the vibrate motor pins. Replaced cover and re-started pump. The vibratory sounds were then functioning properly.